Event description:
It was reported that the right atrial lead exhibited oversensing noise. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the distal region on the distal portion (b) consistent with friction to another device or patient anatomy. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.